Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the xray pc gone down. Review of the system log file shows that the x-ray pc is unreachable, user cannot control all workstations and less keyboard mouse devices are detected than expected. Rse ordered x-ray pc (case (B)(4)) and customer replaced it, but issue not resolved. The system is not coming up and can¿t reload software to the new x-ray pc. So rse ordered suit pc (case (B)(4)) and instructed customer to load the data base and the license file. Still, the x-ray pc was not booting up. Fse found that x-ray pc was defective on arrival (defoa). So rse reordered x-ray pc and customer replaced it (case (B)(4)). After replacement of x-ray pc and suit pc, system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system was not booting up. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the suite pc. The suite pc was replaced and reinstalled the licence key and returned the system to use in good working order.